Event description:
The facility reported a colleague infusion pump with a battery problem. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. This device is a unremediated colleague pump with a user interface module software version of 5.04.00. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery problem was confirmed during product evaluation by baxter service personnel. This condition was due to depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed in the event history log review. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main batteries and battery harness were replaced. Nonetheless, the previous service did not contribute to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device had a preliminary evaluation onsite by a baxter technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.